Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of three products involved in the same patient reported under manufacturing numbers 9616099-2008-00943, 9616099-2008-00944 and 9616099-2008-00945. Additional information will be submitted within thirty days upon receipt.

Event description:
The report received from the cordis clinical registry indicated a patient had a post procedure myocardial infarction after the implantation of three cypher stents. The main indication for the index procedure was unstable angina and positive stress test. The target lesion spanned the left main (which was unprotected requiring double guide wires) and the proximal and mid left anterior descending coronary arteries. It was described as 3.0 x 58mm long, restenotic after a greater than 10mm diffuse in-stent restenosis of a pro-kinetic bare metal stent. It was bifurcated not ostial, irregular, but readily accessible with a type b2 classification and 90% stenosis. Predilatation was conducted at 16 atms with an unknown 3.0 x 20mm balloon. A 3.5 x 23mm cypher was deployed at 20 atms and post dilated at 20 atms with a 3.5 x 23mm unknown balloon. Another 3.0 x 33mm cypher stent was deployed at 12 atms and post dilated at 12 atms with a 2.5 x 33mm unknown balloon. The third cypher, a 2.50 x 33mm stent was also deployed at 12 atms and post dilated with an unknown 2.5 x 33mm balloon at 12 atms. The stents did not overlap one another. A non q-wave anterior wall myocardial infarction with slightly elevated ck-mb (was diagnosed seventeen hours after the procedure. The patient had decreasing levels of chest pain after the procedure).